Manufacturer narrative:
Unit received with critical pump error, problem isolated to electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 166 mg/dl at the time of the incident. The insulin pump will be returned for analysis.